Event description:
Device system was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal - catheter torn.